Manufacturer narrative:
Additional information received: patient was asked to come in to the hospital for an elective controller exchange due to the battery issues 08/16/2015., labs were done and "inr 1.9." It was stated that the patient tolerated elective controller exchange without issues. It was further stated that the patient was discharged home on (B)(6) 2015, and has a follow up clinic appointment in six weeks. This is report one of three reports (3007042319-2015-02189, 02190, 02191) submitted for devices related to the same event. Heartware will submit a supplemental report when new information becomes available.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature, non-consecutive switching events prior to batteries reaching the 25% threshold. Additionally, analysis of (B)(4) revealed that the device failed to meet specifications because its internal battery was depleted and failed to sound the "no power" alarm during bench testing. This observation was not related to the reported event. Internal investigations have been opened to evaluate these types of issues. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of three reports (3007042319-2015-02189, 02190, 02191) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015. Log files from (B)(6) 2015; normal power consumption. Additional notes: 1 vad disconnect alarm was logged on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of three reports (3007042319-2015-02189, 02190, 02191) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the "patient noticed multiple power disconnect alarms (when on two battery power sources and on battery mains)". "Troubleshooting demonstrated that there were two power sources connected but the controller did not identify them". It was stated that "over a six day period the frequency of this occurrence increased and a controller change was initiated". It was also stated that the "patient was admitted to the hospital". "Batteries were changed out", and "log files sent". No additional information provided. Investigation is ongoing.